Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented via remote transmission. Review of transmission revealed that the implantable cardioverter defibrillator had non-sustained right ventricular over-sensing. Patient was brought into clinic for device interrogation. Device interrogation revealed over-sensing had not occurred and alerts were due to the device pacing into the arrhythmia. Programming changes were made. No patient consequences were reported.

Event description:
New information received stated that there was no issue with the implantable cardioverter defibrillator. It was noted that patient's rhythm was the issue. There were no adverse effects to the patient.